Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock while brushing their teeth. Review of the s-ICD data confirmed myopotential oversensing, noise, and changes in amplitude morphology measurements in the inappropriate shock episode. A previous untreated episode with these observations was noted in the device history as well. The patient was brought in and testing of the system with various maneuvers was unable to reproduce noise, but when the patient was instructed to make a 'brushing teeth' motion with their arm, noise was elicited. X-ray imaging did not show any abnormalities. The patient was noted to be left-handed and was advised to starting using their right hand (opposite side of their implanted s-ICD system) when brushing their teeth going forward. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.